Manufacturer narrative:
As of 08/11/2016, device has not been returned to natus for evaluation. Device return is anticipated. A follow-up report will be submitted when additional information is available.

Event description:
Customer stated that the patient developed pressure sores ( fat necrosis caused by tissue damaged by the cold ). No other information is available at this time.